Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displayed a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.